Manufacturer narrative:
The following devices were also listed in this report: triathlon asym patella a35x10; cat# 5551l350; lot# unknown. Triathlon ps fem component, cemented; cat# 5515-f-402; lot# unknown. Triathlon prim cem fxd bplt #5; cat# 5520b500; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the communication of an attorney that allegedly the patient was revised due to a failed right total knee arthroplasty.